Manufacturer narrative:
Tech found all four casters swivel when pushed in brake position. Cause: faulty casters. Replaced all four casters to resolve this issue.

Event description:
Info received that all 4 casters would swivel when pusher in brake position. No injury reported.